Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from a company representative and their concerns were resolved. It was stated that they had issues with recharger cord and that it was resolved. No further information was provided.

Event description:
It was reported that during the patient's follow-up appointment with her healthcare provider (hcp) in the middle of october, the original implant area (right side) was checked and drained of fluid build-up. The reporter stated that the patient still had a lot of pain on that right side but it was not as painful as it was prior to the revision. It was indicated that the patient had another follow-up appointment with her hcp the following month. Refer to regulatory report # 3004209178-2012-12310 for additional patient and device information.